Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Review of the device history record revealed no issues that would contribute to this complaint. The supplier's certification indicates the correct hardness values were obtained. The complaint description could not be confirmed, the threaded tip is intact and there are minor dents in the thread feature, and knob is dented, scratched and the anodize has been worn off the edges of the knob. The first thread is not clean and shows debris. Conclusion: the threads meet specification and the complaint is invalid from a manufacturing standpoint.

Event description:
It was reported that during a degenerative posterior lumbar surgery that the threaded tip on a holding sleeve was broken; discovered in the operating room, but before using these instruments on the patient, therefore, there was no impact on the patient. This is 1 of 2 for the same event.